Event description:
A patient diagnosed with post operative rectal cancer was scheduled to undergo adjuvant chemotherapy and required the placement of an implanted port. On (B)(6) 2025, the port was inserted via the right internal jugular vein, with the port placement located at the t6 level. During the pre-filling process, it was discovered that the catheter was leaking, rendering the device unusable. It was identified that the rupture in the catheter caused the leakage. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient diagnosed with post operative rectal cancer was scheduled to undergo adjuvant chemotherapy and required the placement of an implanted port. On (B)(6) 2025, the port was inserted via the right internal jugular vein, with the port placement located at the t6 level. During the pre-filling process, it was discovered that the catheter was leaking, rendering the device unusable. It was identified that the rupture in the catheter caused the leakage. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one video was provided for review. The video shows partial view of a catheter connected with flushing hub. A port was noted on the product tray. A fluid droplet was noted on the catheter. However, it is unsure whether the leak caused by the catheter from the provided video. Therefore, the investigation is inconclusive for the reported catheter fracture and fluid leak issues as the provided video was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.